Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that no readings occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 4:00 pm, the patient¿s cgm entered a ¿no readings¿ state. The patient began feeling weak, and at an unspecified time afterward, experienced a seizure. Co-workers contacted emergency medical services (ems), who arrived on scene and recorded a low blood glucose (bg) reading using the patient¿s meter (exact value not recalled). Ems administered an unspecified medication and transported the patient to the emergency room (ER). Upon arrival at the ER, the patient¿s bg meter reading was 52 mg/dl. The patient received further treatment with an unspecified intravenous (IV) therapy. The patient was unable to recall the duration of the seizure. She was hospitalized for approximately 24 hours and discharged in normal condition. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.